Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and other relevant blood glucose levels were 588 mg/dl, 582 mg/dl, 579 mg/dl and 529 mg/dl. Customer experienced symptom such as vomiting. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with syringe. Customer alleging that the insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.